Manufacturer narrative:
(B)(4). Date sent: 6/22/2023. D4: batch # unk. Additional information was requested and the following was obtained: "were all pouch components retrieved from the patient? Are all components of the torn pouch available to be returned with the rest of the devices? Yes. Customer put all contents into bio bag for us and we picked up." This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic adrenalectomy procedure, bag broke upon trying to remove from the trocar and spilled contents into abdominal cavity. Cleaned up and used another pouch to remove contents. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 7/13/2023. D4: batch # a9ce7c. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the pouch device found that it was received fully deploy. The suture and the bag were not returned for analysis. In addition, the packaging opened was returned along with the instrument. It could not be determine what may have cause the reported event. No conclusion could be reached as to what may have caused the reported incident. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.